Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an increase in lead impedance measurements and loss of capture. An invasive procedure was performed to analyze the system. The physician elected to explant the ipg and a new device was successfully implanted on the chronic lead system.